Event description:
Boston scientific crm received info that one day post implant, asynchronous pacing was observed on the electrocardiogram. Interrogation revealed the atrial lead was pacing the right ventricle at the lower rate limit. The device was programmed to ddd pacing mode with a lower rate limit of sixty. The atrial lead displayed no sensing and was confirmed by xray dislodged. The device was reprogrammed to vvi pacing mode and remains in service. There were no adverse pt effects reported.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the analysis is based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. Review of the quality documents showed a regular manufacturing process.